Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR#2134265-2017-10564. It was further reported that the implanted stent was a 2.5 x 12mm synergy ii and that the stent was considered to have been well apposed and well positioned prior to being explanted by the choice wire.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via voluntary medwatch that withdrawal difficulties occurred resulting in stent explantation and pericardial effusion. The choice¿ pt guide wire was placed and a stent implanted to treat an unspecified target lesion. When the guide wire was being removed, the wire caught on the implanted stent and the stent was removed from the patient. The patient developed pericardial effusion requiring pericardiocentesis. No further patient complications were reported and the patient was discharged five days later in good condition.